Manufacturer narrative:
Additional information: product ID 8575, lot# n097869, explanted: (B)(6) 2013, product type: accessory; product ID 8709, lot# j0177982r, explanted: (B)(6) 2013, product type: catheter. Additional information: analysis of the pump revealed some teeth on gear wheel three were found to be severely corroded and residue and shaft wear were also found on the upper shaft of gear two causing the motor to stall. A feedthru anomaly of ¿shorting across insulator¿ was also seen. (B)(4).

Event description:
It was reported that the pump logs indicated a motor stall occurred on (B)(6) 2013. The patient had a CT scan in the middle of (B)(6) about 'five or six weeks' prior to the report. The pump's eri was noted to be in 10 months. The patient had symptoms of withdrawal, and their pain had 'gone up.' The patient's healthcare provider later reported that around (B)(6) 2013 the patient began to develop 'the shakes' and had a lot of nausea. Two days later, the tube set exceeded 48 hours message had displayed. It was unknown why the stall had occurred. The patient did not have an MRI and 'did not go by any magnetic field.' The patient's actual residual volume (15 ml) exceeded the expected residual volume (5.7 ml). The hcp further noted that the pump had 'always been accurate' prior to the event. The medication used within the system was dilaudid. About two weeks later, it was reported that the motor stall still had not yet recovered. The patient had been seen in the clinic for a routine pump refill and the pump was noted to have been alarming. The patient could not hear it due to being hard of hearing. The patient was noted to have not known that their symptoms were related to a pump event. The patient thought he was sick with the flu and other gi problems. At their refill the patient was noted to have felt an increase in pain over the past six weeks. The patient had anxiety and 'dt's like he had; he used to drink years ago'. A CT of the abdomen was normal, and the nausea had improved several weeks ago. The patient stated having more pain in the bilateral thighs along with the low back axial region. This was noted to have been a big change from the patient's usual low pain complaints that he had with the intrathecal pump. The patient will take alprazolam as needed with increased anxiety. The patient occasionally took a xanax in the evening to help him relax when he was anxious. The pump was reprogrammed to 0.055 mg/day. The patient did not require hospitalization and was noted to have recovered without sequelae. The patient's pump and catheter were planned to be replaced on (B)(6) 2013. It was later reported that the battery had prematurely depleted. The pump showed an eri of nine months but the pump 'stopped early.' It was confirmed that the patient's pump and catheter were replaced. The patient was noted to be alive and without injury.

Manufacturer narrative:
Concomitant products: product ID 8575, lot# n097869, implanted: (B)(6) 2007, product type accessory; product ID 8709, lot# j0177982r, implanted: (B)(6) 2001, product type catheter. (B)(4).